Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4, a rotated heart and a bileaflet prolapse. It was noted that imaging was difficult. An xtw clip (31213a1033) was successfully implanted. To further reduce mr, an additional xtw clip (40126a2013) was advanced into the valve. It was noted that the clip came in contact with the first clip and caused it to partially detach from the anterior leaflet. The second clip was implanted to stabilize the first clip. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition. The reported migration (partial clip movement) was due to the device damage by another device. The reported unexpected medical intervention was a result of case-specific circumstance as the second clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.